Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor upon disassembly of the device revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause its development could not conclusively be determined through this evaluation, the observed deposition could have contributed to the reported event. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with symptoms of nausea, abdominal bloating, decreased appetite and shortness of breath. Upon evaluation via ramp echocardiogram, there was concern for thrombus in the pump. Lactate dehydrogenase levels had increased from the low 400 u/l range to 800 u/l range. A right heart catheterization was performed on (B)(6) 2016, which revealed hemodynamics consistent with cardiogenic shock. Inotropic support was initiated, and a pump exchange was completed on (B)(6) 2016. No additional information was provided.